Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during video assisted thoracoscopic surgery esophagectomy/gastric tube, when the surgeon closed the jaws by pressing down button of the center control buttons, the display of screen showed excessive force indicator, so the reload was removed from the tissue once, then the scrub nurse removed the reload from the handle, and when re-attached the reload again, a high possibility of resulting in pre-fire was considered. And the firing could not be performed. A new product was used, and the procedure was completed without problem. There was no patient injury.